Event description:
It was reported to boston scientific corporation in 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilation of the esophagus performed five days prior to report. According to the complainant, during the procedure, the device got stuck when they inserted it into the scope. The scope and device were removed together from the pt and the procedure was completed with another cre balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(Stuck in scope). Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.